Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 14 december 2023, a 34mm amplatzer amulet left atrial appendage occluder was chosen for implant. It was noted pericardial effusion was seen at beginning of the procedure. During procedure, the pericardial effusion seemed to have grown larger. A decision was made to abort the procedure. The patient status was reported as stable and discharged.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. It was indicated that there was difficulty implanting the 34 mm amplatzer amulet occluder as it was too large. Patient's activated clotting time (act) levels were >300 seconds. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. However, it was noted that abbott device did not caused the pericardial effusion.

Event description:
It was reported that on 14 december 2023, a 34mm amplatzer amulet left atrial appendage occluder was chosen for implant with a 14f amplatzer torqvue 45x45 delivery sheath. It was noted pericardial effusion was seen at the sinus location at the beginning of the procedure. The patient was administered heparin during procedure and their activated blood clotting time was over 300 seconds. During procedure, the 34mm amplatzer amulet could not be implanted as it was too large. A decision was made to remove the 34mm amplatzer amulet and replace with a 31mm amplatzer amulet. It was reported the 14f amplatzer torqvue delivery sheath was not replaced and instead was reused during the attempted implant of the 31mm amplatzer amulet but the replacement device also could not be implanted for the same reason. The 31mm amplatzer amulet was removed from the patient anatomy prior to release from the delivery cable. During procedure, the pericardial effusion seemed to have grown larger but a cardiac tamponade was not confirmed. A decision was made to abort the procedure. No intervention or medication was required to treat the pericardial effusion. The patient status was reported as stable and discharged.